Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: liner was partially expanded 8cm in length from strain relief. Remaining liner unexpanded. The tip was unopened. There was 1 valve strut exposed through strain relief at 6cm from hub. There were 2 punctures in strain relief at 6cm and 7cm from hub respectively, and 1 liner strand at strain 1.5cm in length at 7cm from hub. Dimensional testing was performed, and the outer diameter measurement was found to be within the specification. Per the technical summary, the instructions for use, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site, and the following was noted: tortuosity and calcification appear to be present within patients access vasculature. In this case, the reported event of liner strand and sheath punctured were confirmed based on evaluation of returned device and provided imagery. Available information suggests procedural factors (device manipulation) and patient factors (calcification, tortuosity) likely contributed to the event. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath strain relief and liner. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards italy affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, resistance was felt during insertion of the commander delivery system and valve through the 14fr esheath+ and was stuck at the level of the femoral head and within the partially expandable part of the esheath+. It was noticed that the valve stent was damaged during its passage inside the esheath+, so the devices were removed as a unit. Upon removal of the devices, damage was observed on the esheath+. A new kit was opened, and the procedure was successfully completed. There was no patient injury. Per report, there was calcium present inside the femoral artery, which was the possible cause of the damage to the valve stent. Images of the device was provided by the site, and the esheath+ was observed to have a liner puncture and a liner strand.